Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and non boston scientific right atrial (ra) lead exhibited noise and high pace impedance measurements that remained within normal range. This was observed during a right ventricular automatic threshold test however, threshold measurements were within normal range. It was noted that the noise had the appearance of minute ventilation oversensing. Boston scientific technical services discussed troubleshooting options with the representative. The device remains in service. No adverse patient effects were reported.